Event description:
It was reported that while using the device, there was insufficient drainage of the exudate. However, this did not trigger the alarm as intended. Failure to alarm.

Manufacturer narrative:
.